Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving use of the penditure (clip/delivery system) on (B)(6) 2024, the customer reported the patient had an unknown issue. Due to this adverse event, the hospitalization period was prolonged, lasting from the (B)(6) 2024. Intravenous treatment with concomitant medication, including class iii antiarrhythmics was initiated on (B)(6) 2024 and is still ongoing. The outcome was recovered/resolved on the (B)(6) 2024. The adverse event was deemed by the site as possibly related to the penditure (clip/delivery system) device.  The adverse event was deemed by the sponsor as possibly related to the penditure (clip/delivery system) device.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the adverse event was deemed by the site as possibly related to the penditure device. The sponsor has aligned their assessment conservatively. Correction d4.5 (unique identifier (UDI) #): this field has been updated. Correction additional codes imf (annex f): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the adverse event was deemed by the site as possibly related to the penditure clip, and not related to the delivery system device medtronic received additional information that the adverse event was deemed by the sponsor as not related to the penditure clip, and not related to the delivery system device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.